Manufacturer narrative:
Clarification to b3: partial date of oct/2025 provided additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been confirmed as not being PMA approved and this report is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.